Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, leukocytoclastic vasculitis (injection site vasculitis) was deemed to meet serious injury criteria of hospitalization. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse. Radiesse was hyperdiluted. After the radiesse injection, the patient experienced adverse events. After hospitalization, extensive blood work and diagnosis, it was determined she had leukocytoclastic vasculitis. The outcome of the event was unknown.

Event description:
Follow-up information was received on 20-dec-2024: linking sentence was added. Off label use of device and product preparation issue were added. The verbatim event leukocytoclastic vasculitis was amended to leukocytoclastic vasculitis/major inflammatory reaction, coding remains unchanged. A brazilian butt lift treatment (reported as bbl) (off label use of device) was performed with radiesse injection. Radiesse was mixed with normal saline (not bacteriostatic) (product preparation issue). After the radiesse injection, the patient experienced a petechial rash. The patient ended up hospitalized until high-dose steroids were administered leading to resolution. As reported, the physician believed this rash occurred due to radiesse injection as a symptom of a major inflammatory reaction, particularly since symptoms resolved with steroid treatment. No signs of infection were ever noted nor apparent on blood work. According to the physician, since they mix radiesse with normal saline (not bacteriostatic), it is not believed the isopropyl alcohol is not the culprit as previously suggested. Due to the provided information, the outcome of the event leukocytoclastic vasculitis/major inflammatory reaction is considered to be resolved.